Manufacturer narrative:
The reported events of failure to interrogate and no pacing were confirmed. Analysis of the device revealed that these malfunctions were caused by the battery voltage being at end of life (eol). Longevity calculations determined that eol was reached prematurely. The premature battery depletion and high current drain was found to be caused by a malfunction in the integrated circuit chip within the device. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No other anomalies were found.

Event description:
It was reported that the patient presented to the emergency room with dizziness and arrythmia. Interrogation of the pulse generator noted that the pulse generator had failed to be interrogated, and the pulse generator had no pacing output. The pulse generator was explanted and replaced. The patient was in stable condition.